Event description:
Documents received from health care provider (hcp) indicate that valve was explanted due to severe aortic stenosis secondary to pannus formation. Patient is reported in stable condition.

Manufacturer narrative:
Multiple unsuccessful attempts have been made to retrieve the explanted device and patient records. Without receipt of the explanted device and/or patient records, the explant cannot be investigated or confirmed and a root cause cannot be determined. Edwards will continue to monitor all events. Additional information will be reported if received.

Manufacturer narrative:
(B)(4) host tissue (pannus). The reported device was not returned to manufacturer, without receipt of device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately nine (9) years and three (3) months, was explanted due to unknown reasons. The explanted device was replaced with another bioprosthetic valve. There are no averse events reported.